Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of screw on the back plate that came out was confirmed with the returned system controller (serial # (B)(6). The system controller was returned for analysis and visual inspection revealed two of the four captive screws on the battery compartment cover is missing. The paint was chipped when the captive screws appear to have unscrewed from the battery compartment cover. The system controller passed the functional test procedure. The device was connected to a mock circulatory loop and was able to operate the system for extended operation. A root cause that led to the captive screws backing out of the battery compartment cover was unable to be conclusively determined through this analysis. A manufacturing analysis investigation related to this issue is being performed under another investigation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (IFU) under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 5, ¿surgical procedures¿ explains how to install the backup battery in the system controller. To remove the battery cover, the user is instructed to ¿use the screwdriver to the loosen the four captive screws on the battery compartment cover¿, and then ¿lift off the battery compartment cover¿. After connecting the backup battery to the controller ribbon cable and inserting the battery inside the battery compartment, the IFU then states, ¿place the cover over the battery compartment¿ and ¿use the screwdriver to tighten the four screws. Do not overtighten the screws¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that heartmate 3 system controller was being set up when it was noted that it had a bad screw in the back plate and the whole thing came out when it wasn't supposed to. The system controller was not used, as it was unknown whether it would give proper water seal. There was no patient associated with the system controller since it was never fully set up.